Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient looking to perform a revision on a micro-port knee and would like to know how to access equipment and support in saskatchewan additional information on 05/29/2026: allegedly, symptoms are knee pain, stiffness and feelings of giving way. Tibia has significant internal rotation to the tibial tubercle on CT.